Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. The physician kinked the catheter before use, and then bent it back. A loss of pressure was noted during pre dilation and the physician elected to remove the catheter. During removal the shaft of the catheter broke. The physician then used another balloon to remove the segment of the catheter that was left in the vessel. No pt injuries or complications were reported.